Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of questionable ise indirect k for gen.2 results for 47 patient samples on a cobas 6000 c (501) module. At 12:30 the qc was acceptable but at 16:30 the qc was not acceptable. The customer repeated the samples that had been tested and reported outside of the laboratory between 12:20 and 16:30. Of the data provided, there were discrepant k results for 25 patient samples. Refer to the attachment to the medwatch for all patient data. There were erroneous results reported outside of the laboratory. There was no allegation of an adverse event. The k electrode lot number was r0385. The expiration date was asked for but not provided.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.